Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg ICD, implanted: (B)(6) 2012; 4076-52 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that a lead integrity alert triggered for high impedance on the rv and svc coils. The lead remains in use and will be further evaluated. It was also noted that the device had been implanted after the use-by-date. The device remains in use. No patient complications have been reported as a result of this event.